Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was severe tortuosity in the external iliac artery and the blood vessel had no elasticity. It was reported that the vessel was damaged by the sentrant sheath. Due to a decrease in blood pressure, the aorta was blocked with a balloon and an endurant limb was implanted to extend the coverage to the damaged area in the external iliac artery. A bare stent was also implanted to reinforce the distal side and the event was resolved. The physician stated that the cause of the event was anatomy related; specifically, the severe tortuosity in the external iliac artery did not allow the sheath to advance smoothly. It was also noted that there was human/use error, in that the sheath and the dilator were not completely engaged. No additional clinical sequelae were reported and the patient is fine.